Manufacturer narrative:
Spacelabs field service engineer on-site tested all products, and all tests passed, including both visible and audible alarm notifications. The customer historical data has not been provided for continued investigation. Due to the lack of information, no further investigation is possible. This record will be re-opened if additional information becomes available. This report is complete, and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020, the nurse clearly stated that she was busy and did not see the pause message on her screen. Nurse and biomed want to know why the central did not audible alarm when the patient¿s ECG stopped for 7.6 sec.